Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose was 329 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.